Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 576 mg/dl. The customer had symptoms such as pain in the abdomen and treated with 20 lantus 10 humalog. Customer's blood glucose value was 510 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and did contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed, but was unable to comprehend any troubleshooting due to high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.